Manufacturer narrative:
The product was not returned. Product history records were reviewed, and the documentation indicated the product met release criteria. Information was provided that indicated the use of a qualified cartridge and handpiece. An unspecified company viscoelastic was indicated. It is unknown if the qualified viscoelastic was used. The root cause cannot be determined for the reported complaint. The product was not returned for an evaluation. It is unknown if a qualified viscoelastic was used. The IFU instructs: company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The completed questionnaire indicated that the lens was loaded 30 seconds before injection, and advanced 5 seconds before injected. This information would indicate that the lens was in the cartridge within the recommended time allowed. The IFU instructs: follow the section regarding directions for use for information on the maximum allowed time for the iol to stay in the folded condition. Failure to adhere to manufacturer¿s recommendations may result in iol damage. IFU note: during lens loading and insertion, do not allow the iol to remain in a folded condition within the selected iol delivery system for more than 3 minutes prior to completing insertion into the capsular bag. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported with a description of torn lens and which might be possible cartridge or lens issue.there was patient contact.the procedure was completed on the same day. Additional information was requested.